Event description:
It was reported that the user announced a meal while continuous glucose monitor (cgm) glucose was 95 mg/dl and trending downward, selected an incorrect meal size, and consequently received more insulin than needed, which led to a low glucose episode with a nadir of 60 mg/dl. The ilet provided a low glucose alert, and the event was treated with oral glucose (skittles or glucose tablets). Symptoms included hypoglycemia accompanied by shakiness, sweating, and confusion. Outcomes included resolution of hypoglycemia after oral carbohydrate treatment with stabilization of glucose. Investigation included complaint intake review and user education on meal announcements and carbohydrate treatment for lows. Investigation of this case revealed user-related dosing error due to incorrect meal size selection when glucose was trending down. It was concluded that the device functioned as designed, and the event was attributable to use error with inappropriate meal announcement leading to hypoglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.